Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion

Event description:
Arjo was notified of an event with a typhoon flusher. It was indicated that a caregiver was injured during closing of the flusher. According to the information received it was an important wound on the hand which required four stitches.

Manufacturer narrative:
Process of collecting and analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Arjo was notified of an event with a typhoon flusher. It was indicated that a caregiver was injured during closing of the flusher. According to the information received it was a wound on the hand which required four stitches. The device was inspected by an arjo technician. No malfunction was found which could contributed to the event. It was indicated that only typhoon gasket required replacement due to little damage, but this defect was indicated to be not related to the event reported. The injured person was on sick leave and was therefore unable to provide further information regarding the circumstances of the event and to identify the location in the flusher against which she had injured herself. During the interview performed at the customer site, a specific hypothesis (assumption) was formulated. It was indicated that the caregiver had her hands in the flusher to clean it and could activate the sensor for door automatic closing by the head. Then, the caregiver could remove hands too quickly from the device scratching the hand on the small rectangular part of the urinal holder. The typhoon instruction for use (IFU; 6001269002) includes the following information: "warning! Keep hands and arms away when an automatic door has been activated in order to avoid the risk of getting stuck." And also instructs how to aborting the door closing: "activate the sensor again when the door is coming down. The closing sequence stops and the door goes up again." The holder (flusher accessory) was also checked at the production line. It was found that described small rectangular part of the urinal holder has about 1 [mm] thickness and is not sharp but blunted. In conclusion, it was not possible to confirm the reported hypothesis. However, as no equipment malfunction was found which could contribute to the reported injury, it appears that the event was the result of an unfortunate accident. The arjo device was not used for a patient¿s treatment when the event occurred but was cleaned by the staff. No failure could be identified, which could contributed to the event. However, as the gasket was found with little damage the device did not meet its performance specifications. The complaint was decided to be reportable due to serious injury reported.